Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge detection notifications occurred during the load sequence. Additionally, a minimum fill notification occurred. A new cartridge was successfully loaded to address the issue. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer declined to provide any additional information and declined troubleshooting.